Manufacturer narrative:
Four (4) samples were returned by the customer for investigation in opened blister packs. The samples were visually examined and it was found that light was not able to pass through the samples indicating that they were clogged. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process.

Event description:
It was reported that the needle was clogged and would not aspirate with a bd precisionglide¿ needle. The following information was provided by the initial reporter: material no.: 305106. Batch no.: 8324761. It was reported that the needle was clogged and would not aspirate. Samples are available for return.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was clogged and would not aspirate with a bd precisionglide¿ needle. The following information was provided by the initial reporter: material no.: 305106, batch no.: 8324761. It was reported that the needle was clogged and would not aspirate. Samples are available for return.